Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had elevated pacing lead impedance. After observation, it was noted that this was due to conductor fracture. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition throughout.